Event description:
Two separate patients were scheduled for bravo procedures. Bravo recorder would not calibrate prior to placing the capsule with esophageal duodenoscope. Medtronic technical support called to help troubleshoot the problem. Per tech support instructions, the staff tried 4 capsules and used ph solution of 1.07 since in the process of calibrating the calibration failed. The staff tried two different bravo recorders on the calibration solutions but they were unable to successfully calibrate the device. The patient test had to be cancelled. A bravo placement on another patient was scheduled later that day. That morning, the staff tried to use an older recorder and the capsule still would not calibrate. A representative from medtronic called about problem and did come to the unit later in the afternoon. In the meantime another nurse tested the ph solution of 7.01 and found it was reading an anomalous ph of 3.37. This was the reason why the capsule would not calibrate. The patient was cancelled on that day, since the equipment problem was not fixed until early afternoon. Calibration solution details: lot # 1507f73 exp 8/4/2016. Ref fgs-0302 label ph 7.01, but when tested it read ph 3.37. We would like to thank medtronic for the willingness to reimburse us for capsules tested, two bravo recorders to be changed out, and for answering questions about solutions with differing ph. Manufacturer response for medtronic bravo ph device, bravo recorder (per site reporter): call representative at medtronic.